Event description:
The customer reported to olympus, the bronchofiberscope had multiple black dots found in the image. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material on the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a detached adhesive on the bending section cover, significant breakages on the light guide bundle, physical stress, a corroded light guide cover and forceps channel port, a dented bending tube, and a scratched eye piece, angulation lever, and universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).